Event description:
The dental implant fx4308mlc was removed on (B)(6) 2019 due to failure to osseointegrate 8 months and 13 days after implantation. The patient has history of hypertension. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient has required another surgical intervention to recover.